Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent total knee arthroplasty. Five months subsequently, patient is experiencing severe and constant pain, decreased range of motion, and instability. No revision has been reported, and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay update and additional information. (B)(4). Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 -07133, 0001825034 - 2017 ¿ 07134, 0001825034 -2017 -07138.